Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - ni. Date implanted - ni. There are warnings in the package insert that state that this type of event can occur: "do not reuse implants."

Event description:
During an initial procedure, the humeral stem was removed as the cement had hardened and the device was not inserted fully. The same stem was then reimplanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.